Event description:
The customer's mother reported via phone call that the customer had a blank display on the insulin pump. Customer's mother stated that a year ago, the issue happened once before. Customer's mother stated that the issue occurred again during the last week of february. Customer woke up at a sleepover with the screen completely blank. Customer's mother initially had a concern with uploading the pump to carelink, but during the call the problem was that the pump went from 2 bars to a totally blank screen. Customer's mother stated that they did not recall what the customer's blood glucose was on (B)(6) 2015 when the customer discovered the blank display. Customer's mother indicated that they were about to sit down for dinner and would call back later when they had more time to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.